Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that her receiver displayed an hardware error on (B)(6) 2015. Dexcom technical support had the patient perform a paperclip reset and it was successful. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).